Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a lisfranc plating surgery parts of the device sheared off during use. All parts were retrieved out of the patient. According to the surgeon there was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint is confirmed. Two unpackaged ar-13226ts bb-tak, threaded serial/batch number (B)(6) were received for investigation. Visual evaluation found that one of the received devices was broken off at the proximal end, before received for investigation. The fragments generated during the event were not returned for analysis. -more in-depth visual evaluation found that the threaded part on both devices was damaged, showing nicks in the sharp tip. One of the device shafts was bent. The root cause of the reported failure mode is undetermined; however, the most probable cause is applying excessive mechanical forces upon insertion/use.